Event description:
During a shoulder repair the distal tip of the flexible needle broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the pt.